Event description:
It was reported that during a routine follow up after interrogating this device it was noted that the device was in safety mode. A replacement will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to add the explant date.

Event description:
It was reported that during a routine follow up after interrogating this device it was noted that the device was in safety mode. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up after interrogating this device it was noted that the device was in safety mode. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.